Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull medications, as the orders appeared but were grayed out. A technical support specialist determined that the medication was grayed out because it was not loaded in the station, inventory report confirmed that the current quantity for the medication was zero. The customer was informed of the finding and advised accordingly to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es users were unable to pull medications, as the orders appeared but were grayed out. This issue affected multiple patients and orders for the same medication. There were no adverse events or injuries reported based on this incident.